Event description:
It was reported that during the operating room set up, the handpiece appeared to be leaking oil. The handpiece was taken out of service and another one was available for use. There was no pt contact.

Manufacturer narrative:
The handpiece was returned to the MFR for investigation. According to the investigation details, it was identified that corrosion was found on the bearings and front housing assembly. The corrosion was the most likely cause for oil like substance which was found on the handpiece. The housing assembly and bearings were replaced and the handpiece was returned to the account.